Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 a patient isolate (s. Aureus) from an abscess specimen had a high mic for the drug vancomycin. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-oct-2024. Investigation summary: this complaint is for high mic vancomycin (va) with staphylococcus aureus when using phoenix panel pmic/ID-106 (catalog number 448606) batch number 3353080. The customer provided isolates, panel returns and phoenix generated lab reports for the investigation. The panels returned were batch 4121401 and not used in the investigation. To investigate, retention panels from the complaint batch and control panels were inoculated with customer returned isolates s. Aureus 7146,s. Aureus 78395 and s. Aureus 79383 then placed in a phoenix m50 for va mic results. Results of the investigation returned all panels with the expected susceptible mic results for va. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 a patient isolate (s. Aureus) from an abscess specimen had a high mic for the drug vancomycin. No health impact or consequence reported. Report 1 of 2.